Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had intermittent power failures. A field service engineer (fse) performed detailed troubleshooting for intermittent power failure and no-boot condition affecting both main and auxiliary cabinets. Initial checks confirmed no cabling issues; however, repeated shutdowns were observed. The power supply unit was replaced due to suspected fault, but further analysis identified a short circuit condition. Isolation narrowed the issue to faulty controller boards in main drawers 5.2 and 6.2, which were replaced, and the affected drawers were swapped with spares to restore functionality. During subsequent auxiliary drawer installation, the station again failed to power on due to increased load. A power injector was installed to stabilize power distribution across main and auxiliary cabinets. Additionally, drawer mapping mismatches caused by prior swaps between main and auxiliary were corrected by restoring drawers to their proper positions. Final validation confirmed the station powered on consistently, all drawers (main and auxiliary) functioned correctly, and medication access was fully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station experienced an ac power failure issue; multiple reboot attempts were unsuccessful, the screen remained black, and a power failure error was displayed before shutdown. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.